Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a male patient underwent for chronic catheter inserted. On (B)(6) 2025 it was reported that four days later, post a chronic catheter placement, the lumen was allegedly found leakage, and the blue lumen was visually inspected and also found to be damaged at this time. It was further reported that the lumen was allegedly found slits near the hub on two of the lumens and the blood found to be bleed back there was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Along with returned sample, two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Splits, were noted on the white and blue luer extension legs, proximal to the hubs. No anomalies were noted to the red luer extension leg. The edges on the splits on the white and blue luer extension legs were noted to be jagged. Upon infusion of the white luer, leaks were observed from the split on the extension leg. Upon infusion of the red luer, no leaks were observed. Upon infusion of the blue luer, leaks were observed from the split on the extension leg. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. However, the investigation is inconclusive for the reported reflux within device issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent for chronic catheter inserted. On (B)(6) 2025, it was reported that four days later, post a chronic catheter placement, the lumen was allegedly found leakage, and the blue lumen was visually inspected and also found to be damaged at this time. It was further reported that the lumen was allegedly found slits near the hub on two of the lumens and the blood found to be bleed back there was no reported patient injury.